Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 126 ohms. Additionally, boston scientific technical services (ts) reviewed the available latitude data and confirmed that the right ventricular (rv) channel had appropriate sensing and no noise or artifact was noted. The patient has had previous alerts for shock impedances high out of range about twenty months ago. Ts recommended to increase the shock impedance limit the next time the device is evaluated in clinic. No adverse patient effects were reported. The rv lead remains in service.